Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's malfunction of probe detachment was confirmed, and severe wear of the tissue pad was confirmed. It is most like that the reported event occurred due to the following mechanism. 1. Ultrasound was output while the tip of the gripping part was gripping thick tissue, causing the probe and tissue pad to come into contact at the rear end of the gripping part, and the tissue pad was severely worn away. 2. As the tissue pad wore down, the non-insulated part of the gripping part came into contact with the probe. 3. Ultrasound was output while the non-insulated part of the gripping part was in contact with the probe, causing a contact mark. 4. The load of the ultrasound output and gripping the tissue was applied to the probe, causing a crack to appear starting from the contact mark. 5. After that, some load was applied and the probe broke. However, based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): - the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip broke outside the body cavity. The issue occurred during a therapeutic procedure but was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The full name of the establishment is as follows: (B)(6).